Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 18540997.

Event description:
It was reported that the patient was no longer using the stimulator as it was not giving adequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were disposed by the medical facility.